Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer explained she was in the hospital for personal reasons; she hadn't drunk or eaten anything due to an exam she was getting done, and her blood glucose level dropped to 69 mg/dl. The customer was treated with a glucagon shot. Troubleshooting for low blood glucose was declined. The customer also reported she received a no delivery alarm during bolus and mentioned that she changed the battery on the insulin pump and went into the bolus menu, but could not program a bolus through the bolus wizard. During troubleshooting, the customer indicated that insulin did not exit the tubing after disconnecting and reconnecting the infusion set and reservoir. It was instructed that the alarm was cause by a set/reservoir connection. She was assisted with turning the bolus wizard feature on and was advised to change both the infusion set and reservoir. The insulin pump, reservoir and infusion set will not be returned for analysis.